Event description:
It was reported by service report that the foot end right wheel was cracked at the bearings. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Wheel assembly.